Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains implanted and the delivery system is not returning. Based on the information provided and without the product to examine, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling. The hi-torque balance middle weight universal ii guide wire is filed under a separate medwatch MFR number.

Event description:
It was reported that the patient underwent a procedure to treat a target lesion in the left anterior descending artery/diagonal artery bifurcation. A non-abbott guide wire was advanced into the left anterior descending (lad) artery and the balance middleweight (bmw) guide wire was advanced into the diagonal artery. The bmw guide wire was pulled back out of the diagonal artery. A 3.0 x 23 mm xience alpine stent was deployed at the bifurcation of the lad and diagonal arteries. Plaque shift occurred, extending into the diagonal artery. The bmw guide wire was jailed in the diagonal artery when the stent was implanted. An attempt was made to pull back on the bmw and a separation occurred. A 2.25 x 28 mm xience alpine stent was deployed to embed the separated bmw guide wire to the vessel wall. The procedure ended at that time. The physician felt that the patient required additional intervention; therefore, the patient was transferred to a second facility on (B)(6) 2016. At the second facility, the patient was brought back to the cath lab for intravenous ultrasound (ivus). Fluoroscopy was performed and it was noted that the separated guide wire segment extended from the diagonal artery to the left main. An attempt was made to retrieve the separated guide wire. A snare device was advanced, but was unsuccessful. The patient was transferred to a third facility on (B)(6) 2016 for additional intervention that could not be performed at either the first facility or the second. A surgical procedure was performed and the separated guide wire was removed. No portion of the guide wire remains in the patient anatomy. No additional information was provided.